Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends.root cause: unable to determine.source: phone.

Event description:
Customer reporting false positive sofia sars results received in the course of a month span and performing approximately 1000 tests. Customer had performed testing on both symptomatic and asymptomatic (off-label use at time of report) patients. Results were confirmed negative with pcr. Attempts made to gather more details but were unsuccessful. Additional mdrs to be filed for each event.